Manufacturer narrative:
Age at time of event: >(B)(6) years old. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the device found that the stent struts on distal rows 1 to 6 were squashed and deformed. The undamaged section of the crimped stent od (outer diameter) was measured which is within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no damages were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found that there were no kinks on the hypotube shaft. A visual and tactile examination of the device found that there were no issues with the mid shaft, inner or outer polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 31-mar-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 38 x 3.00 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.